Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the atrial lead was oversensing noise. Programming changes were made to resolve the issue, but noise continued. Additional programming changes were made. The patient was stable throughout the event and would be monitored.